Event description:
My report to pharmacy, seller of the product in question, follows: my dermatologist used liquid nitrogen to remove a small spot on my upper arm. He told me to keep any over-the-counter antibiotic cream on it for a few days. Along the way home, I picked up a package of sheer bandages, "sterile, non-stick pad", what most people would call band-aids. I wanted to use them simply so that the antibiotic cream would not stain my shirts. These band-aids were made in another country, and are identified as lot no. Mg02d. The box says "latex free" and the bar code had the number below it. Within a few days, I developed a very annoying itch where the band-aid adhesive was in contact with my skin. These two spots, one on each side of the place where the spot was removed, have turned very red, itch a lot, and have developed a rough surface. The two irritated skin patches are exactly the size and shape of the two sides of the band-aid; there's no question that its the band-aids that have caused this reaction. I've stopped using them 2-3 days ago now, but the skin continues to be irritated, rough, red, and itchy. I have never in my life been allergic to any rubber, latex, or other plastic product, and certainly never to any other band-aid. This is the first time I have ever bought "sheer bandages", and it will be the last time I use them. Is this another case of an improperly regulated another country-made product? I suspect that there is some ingredient in the adhesive that is causing my skin to react as it has. I'll be filing a voluntary report with the FDA's medwatch online voluntary report program. If the itching and the redness don't go away, soon I'll have to make another trip to my dermatologist -- not for follow-up on the spot he removed, but for his diagnosis and suggestions for treatment. Dose or amount: 80 per box- frequency: as needed. Dates of use: eight days in 2007. Diagnosis or reason for use: to prevent staining of clothes. Event abated after use stopped: no.